Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the event. No product has been returned, no lot number or medical records have been provided, and no specific product problem been reported. Without add'l info, no conclusion can be drawn.

Event description:
Per attorney's report: ni/ni/ni - pt had a composix kugel mesh implanted and later suffered pain, permanent injuries and death.